Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (white and clear residue on lens). (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm and patients under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -12.50/2/94 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.